Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into an outlet known to work and wait 30 minutes for the pump to charge. The customer received a new warranty pump and set it up, inquiring about the old pump. Technical support provided the necessary information, and no new issues were reported.